Manufacturer narrative:
The product was evaluated and the assembly procedure instruction was modified to prevent the possibility of future malfunction of the product.

Event description:
Cu 22 g cannula shaft got separated from the hub and was removed from the patient during the procedure. This failure has never been reported and observed in the past.

Manufacturer narrative:
Clerical error under section date of this report . The date of the report read 03/23/2015, but it should have been 03/23/2016. Suspect device discarded by the facility.

Event description:
The original input was that the dgp-pmc caused a burn blister on a patient, but that was corrected to be a minor redness on the skin.